Event description:
After the PICC catheter was inserted, the nurse was applying the dressing and placing the catheter, "looping" it under the dressing. The catheter broke just below the purple collar area. A second line was then placed and the exact problem occurred, the line broke approximately one inch above the purple collar area. The customer confirmed that the insertion was straight forward with no difficulties. A peripheral line was inserted after this.

Manufacturer narrative:
One used unit was received on 09/16/2008 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4)